Manufacturer narrative:
On (B)(6) 2009.

Event description:
It was reported that following the implantation of a monarc, the patient had a procedure for urethrolysis with mesh excision and anterior repair. It was also noted that the device malfunctioned. Additional information was requested, if received, a follow up report will be sent.